Event description:
App is sounding message every 5 min (error message critical replace sensor has stopped) but it is still giving our proper glucose numbers verified by a different system I have called abbott about 10 times no one there know how to fix the app. To me the sensor no longer works and abbott people keep guessing but no answers. The problem is not the sensor, but the app.